Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the implantable cardioverter defibrillator was post-paced t-wave oversensing. Programming changes were completed to address this issue. There were no patient consequences.